Event description:
Date of event is unk. The device was received by the reporter at the facility with a note indicating 'channel error' and when the reporter tried to test it; it was not possible to get the device to do anything. The note did not indicate a patient event. The device was received by the manufacturing service department that found the device to have a sticky residue that has seized the occluders causing a 242.4030 (motor stall) error. This constitutes all known information regarding this event.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included. This report was filed by the manufacturer.